Event description:
It was reported that during check-up, x-ray revealed twiddler's syndrome. High thresholds were measured, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.